Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation as the vad remains in use. A review of the device history record was not performed as the reported event is not related to a manufacturing issue. Review of (B)(6) service history records indicated that the device was previously serviced and the repair actions were verified. Log file analysis revealed several intermittent decreases in estimated flow and power consumption as well as 100 low flow alarms logged since (B)(6) 2025. This is an additional finding unrelated to the reported event. The device may have caused or contributed to the observed low flow event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed that the previous repair was worn out and new cracks to the outer sheath beneath the previous repair. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. The most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time and/or the handling of the device. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited driveline sheath damage and weakened adhesion requiring repair. The outer sheath was completely cut off in two places, with damage found 1cm below the previously repaired area. The repair was carried out and there was no damage to the inner lumens. There were no issues or alarms. The driveline repair was completed without any event. Additionally, the usage period of the backup controller exceeded two years and was prophylactically exchanged. No patient complications have been reported as a result of this event.